Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, several ablation treatments were performed in different positions with the same electrode. After 4 ablation cycles in which roll-off was achieved, an attempt was made to retract the array. However, resistance was encountered and the tines failed to fully retract. Several additional attempts were made to retract the array, but all were unsuccessful so the electrode was withdrawn from the patient through the introducer with the array partially exposed. The procedure was completed with another leveen coaccess electrode system. Apart from the partially exposed tines, no other visible issues were noted to the electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the electrode returned with the array partially extended. No visible electrode damage was noted. Functionally, resistance was encountered while attempting to extend and retract the array. When extended, heavy residue was observed on the tines and at the base of the array. No tine damage was visible. Additionally, after extending, the residue separated from the device. Subsequent attempts to actuate the array were performed with negligible resistance. The condition of the returned incident device was consistent with the complaint that the array was not able to be fully retracted. The evaluation found that the buildup of heavy residue on the device led to the functional issue. However, the leveen coaccess electrode system directions for use (dfu) document instructs the user to "clean the array between deployments by rinsing the array in sterile solution, (saline or other non-flammable agent), and gently wiping the tines to remove excess tissue." Further indicating that the "accumulation of excess tissue on the tines may make array retraction difficult." Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, several ablation treatments were performed in different positions with the same electrode. After 4 ablation cycles in which roll-off was achieved, an attempt was made to retract the array. However, resistance was encountered and the tines failed to fully retract. Several additional attempts were made to retract the array, but all were unsuccessful so the electrode was withdrawn from the patient through the introducer with the array partially exposed. The procedure was completed with another leveen coaccess electrode system. Apart from the partially exposed tines, no other visible issues were noted to the electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.